Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 250 mg/dl. The customer stated that she had to suspend the insulin pump prior to receiving the alarm, and when she took the device off suspension, she received the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.